Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of damaged battery was confirmed during product evaluation. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed that this device was previously serviced for the reported condition. During previous services, the batteries and battery harness were replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.